Event description:
It was reported that during a generator replacement procedure, the patient was asystolic and an external generator was used throughout the procedure. After connecting the generator to the ventricular lead, ventricular pacing could not be confirmed. The device was not used and a new device was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed that it was difficult to insert the test leads into the pulse generator's ventricular connector and atrial connector. The lead insertion force used to insert the leads was out of specification for the product. Epoxy was also noted within the ventricular and atrial contact springs, which likely caused the reported complaint in the field.